Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water it was not turning on. The customer¿s blood glucose level was 250 mg/dl at the time of incident. Customer stated that the insulin pump got wet while they were on vacation. Customer was not able to check alarms and number of alarm occurrences in history. Customer was not able to perform self test. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump failed to power up due to moisture damage to the electronic devices noted.